Event description:
It was reported that the patient presented for follow-up with multiple episodes of inappropriate automatic mode stich recorded by the device. The episodes were a result of over-sensed noise exhibited by the right atrial (ra) lead. During the routine generator change on (B)(6) 2022, a ra lead insulation breach was observed. The lead was capped and replaced. The patient was stable.